Event description:
It was reported that post-op to the low anterior resection procedure, the surgeon reported that the patient experienced post op anastomotic leak between day two and day three.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: open low anterior resection - scheduled as open did not convert. Location of leak was right lateral. Surgeon mentioned that in retrospect they should have diverted the patient in the initial procedure instead of re-connecting the colon. What were the indications for surgery? Enormous obstructing mass in rectosigmoid colon. Lesion in sigmoid colon and telescoped down to rectum. Mass was a t3 cancer diagnosis. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Highly experienced surgeon with lots of experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Indicator was a high-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No but the tissue was incredibly thick so they struggled with getting the orange bar into green compression scale. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes examined to be fully formed. Were there any issues noted with staple formation? If so, please describe the shape and location. No was a leak test performed? If so, what type and what was the result? Leak test was performed and result was negative. Surgeon performed flexible sigmoidoscopy during intraoperative leak test. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how was the leak identified? Through increase in white blood cell count and imaging. What was observed at the site of the leak upon reoperation? Gap in staple line. How was the leak addressed? Repaired the anastomosis in or with suture. What is the current patient status? Patient went home 3 days after the repair. Drain was removed in office during post op visit. No additional information is available.